Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and a non-penumbra guide catheter. During the procedure, while advancing the ace68 approximately 5-10 centimeters through the guide catheter, the physician experience resistance; therefore, the ace68 was removed. The procedure was completed using a new ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned ace68 was ovalized approximately 72.0 cm and 112.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed a distal ovalization. If the device is forcefully gripped or pinched during used, damage such as an ovalization may occur. This ovalization likely contributed to the reported resistance experienced during the procedure. During functional testing, the returned ace68 could not be advanced through a demonstration neuron max due to the ovalization on its distal shaft. Further evaluation revealed an additional ovalization on the ace68. This ovalization was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.